Event description:
It was reported that the 2600 system locked up during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Image processor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.